Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The proximal shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related operational context and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that resistance was met advancing the 2.5x12 mm rx trek due to the very calcified left anterior descending coronary artery, resulting in a proximal shaft separation. The separated segment was manually removed without issue. Another same sized balloon was used to complete the procedure. Other non-abbott devices, also met resistance advancing through the heavily calcified anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.